Event description:
It was reported the patient had "weird" and painful stimulation in the ribs that the patient thought was due to the hardware in her back. The stimulation was causing the rib area to become "puffy" while stimulation was on. The "puffiness" would dissipate when the stimulation was off, but then the patient was in unbearable pain because the stimulation was off. The device was programmed with 8 different options, but none of them were "working." Later it was reported the leads were replaced, and afterwards the patient was getting "great" coverage. The patient had not had any issues after the replacement to the reporter's knowledge.

Manufacturer narrative:
Product ID 3778-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2012; product typ lead, product ID 3778-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2012; product typ lead, product ID 37752 serial# (B)(4); product typ recharger, product ID 37743 serial# (B)(4); product typ programmer, patient. (B)(4).